Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: reboots were observed in the blackbox. The black box shows time and date resetting to default following a power on reset. A crack was observed in the battery compartment. The threads on the battery cap were stripped. The battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated. The battery cap height and width were found to be within specifications. The display was dim. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the pump display was dim. This report is made based on results of investigation completed on (B)(4) 2013.